Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink extension set had blood back up and leak after infusion was started. Drops started to leak from the tubing at the y-site. There was no medication other than saline flush attached no pump was in use. There was no patient injury or medical intervention associated with this event. No additional information is available.